Event description:
End of osteotome broke off during surgical acetabulum procedure. One large metal fragment located and removed. Xrays confirmed no retained metal fragments after above removal.====================== health professional's impression======================end of device broke off during surgical procedure. This device is sent off for routine inspection and sharpening as part of the preventative maintenance of reusable surgical equipment.